Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -6.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was explanted due to glare/haloes. The explant resolved the problem.

Manufacturer narrative:
H6 - type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).